Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the touch screen became unresponsive customer is unable to enter in carbohydrate and blood glucose level values. Customer had high blood glucose levels (506 mg/dl).